Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24-260 mg/d; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.